Event description:
It is not possible to charge battery of device. The device does not even work when is connected to power grid. Power fuse is ok. Fault diagnosed in a faulty power source board. Not an error which can be detected by device. (Power source board malfunction) more information is needed to complete the investigation.